Manufacturer narrative:
The reported meter was returned and investigated with retain test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of retain strip. A port issue was not observed. No malfunction or product deficiency was identified. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification.  If the test strips are returned, an investigation will be performed.

Event description:
A customer reported that their adc meter would not power on unless they inserted and held a strip in the meter for an extended time. As a result of the customer being unable to monitor his blood glucose, the customer went to the hospital due to symptoms of sweating, dizziness, increased thirstiness, and the feeling of fainting due to hyperglycemia. The customer was treated with both IV and oral medication to normalise their blood glucose as well as an unspecified antibiotic for an infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc meter would not power on unless they inserted and held a strip in the meter for an extended time. As a result of the customer being unable to monitor his blood glucose, the customer went to the hospital due to symptoms of sweating, dizziness, increased thirstiness, and the feeling of fainting due to hyperglycemia. The customer was treated with both IV and oral medication to normalise their blood glucose as well as an unspecified antibiotic for an infection. There was no report of death or permanent injury associated with this event.